Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a left side "leak." Manufacturer of the device is unknown. Device remains implanted.

Event description:
Additionally health professional reported and confirmed deflation. Device has been explanted.